Event description:
Patient reported, "inflammation in the right breast, feels pain and redness at the site. And sensation of hardening and deformity in the right breast". And "recall". Device remains implanted. Healthcare professional reported, right side capsular contracture, baker grade IV. And implant "anteriorly located".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, baker grade IV is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., d.6b., h.6.